Event description:
The initial reporter received a questionable elecsys troponin t hs stat result from one patient sample tested on the cobas e411 rack. The initial result was reported outside of the laboratory. On (B)(6) 2024: at 10:11 pm, the initial result of the patient's basal sample using the primary tube was 0.053 ng/ml with a data flag. This result was reported to the physician. On (B)(6) 2024: at 1:32 am, the initial result of the patient's 2-hour sample using the primary tube was 0.004 ng/ml. This result was reported to the physician. At 1:47 am, the repeat result of the patient's basal sample in a hitachi cup was 0.004 ng/ml. At 1:48 am, the repeat result of the patient's 2-hour sample in a hitachi cup was 0.005 ng/ml.

Manufacturer narrative:
The serial number of the customer's cobas e411 rack is (B)(6). The field application specialist (fas) investigated the event and checked the patient sample tube. The fas noted that the tubes were filled according to specifications; there were no fibrins, clots, or particles present. The fas also checked the centrifugation conditions; they were noted to be optimal and according to the sample tube specifications. The fas also reviewed the qc on the day of the event; the results were within specifications. The fas also checked the external parts of the analyzer, consumable reagents, sample and reagent probes' and pipette's positions; no issues were noted. The fas replaced the worn pinch valve. The fas noted that the reception rack mode was active for two hours; the fas changed the configuration to inactive. The investigation is ongoing.

Manufacturer narrative:
The investigation reviewed the calibration data; the calibration had no influence on the event as the results were within specifications. The investigation reviewed the qc data; the qc was run as a patient sample on the day of the event. However, the qc was within range before the patient sample was run. The investigation determined that a general reagent problem was not present, because the qc before the event was within the specified ranges. The investigation reviewed the alarm trace and instrument check data; no issues were noted. The investigation reviewed the customer's handling of patient samples and patient sample pictures; no issues were noted. The investigation did not identify a product problem. The cause of the event could not be determined.